Event description:
It was reported that the patient underwent a hip revision approximately two months post-implantation. It was noted, the proximal body or stem seems to have rotated, plan was to revise proximal body however the proximal body could not be moved, and the screw seemed cross threaded, so surgeon removed entire component. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10: arcos sts dist stem 13x250mm. Item: 11-301013. Lot: 943320. 32mm mod head cocr std neck. Item: 163669. Lot: j7923756. G2: foreign ¿ australia . H6: proposed component code: mechanical (g04) ¿ stem . The product was requested but was not returned by the hospital and will therefore not be sent to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.